Event description:
While using a byte night aligners, patient experienced jaw pain, in patient's right tmj. The patient was examined by their dentist and advised to discontinue aligner treatment pending evaluation with omfs to determine if this condition is progressive, related to the movement of patient's teeth, and/or any treatment required to remedy patient's pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.